Event description:
Same case as MFR report : 2134265-2012-06157. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, difficulty in catheter removal and balloon detachment occurred. The physician performed a complex percutaneous coronary intervention (pci) of the proximal left anterior descending artery (lad), the physician pre-dilated with an unspecified 2.5/12mm balloon, then he placed a non-bsc stent 2.75/18mm in the lad. To finalize he performed a kissing procedure with a non-bsc balloon 2.5/15 in the proximal circumflex artery (cx) and an emerge 2.75/15 in the proximal lad (inside the stent). During retrieval of the emerge he felt immediately some resistance. The distal part of the balloon detached and stayed inside the artery while the rest of the delivery system retrieved inside the guiding catheter. The physician managed to finally retrieve everything (guiding, wire, delivery system and the final part of the balloon) until the radial artery where he tried to catch it with a lasso but it didn't work. The patient was sent to surgery. During the pci, the patient developed a type 1 dissection from a small vessel of the lad due to a perforation of the pt graphix guidewire. The patient died one day post procedure. The physician stated that the balloon detachment requiring surgery did not cause or contribute to the patient's death.

Event description:
Same case as MFR report : 2134265-2012-06157. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, difficulty in catheter removal and balloon detachment occurred. The physician performed a complex percutaneous coronary intervention (pci) of the proximal left anterior descending artery (lad), the physician pre-dilated with an unspecified 2.5/12mm balloon, then he placed a non-bsc stent 2.75/18mm in the lad. To finalize he performed a kissing procedure with a non-bsc balloon 2.5/15 in the proximal circumflex artery (cx) and an emerge 2.75/15 in the proximal lad (inside the stent). During retrieval of the emerge he felt immediately some resistance. The distal part of the balloon detached and stayed inside the artery while the rest of the delivery system retrieved inside the guiding catheter. The physician managed to finally retrieve everything (guiding, wire, delivery system and the final part of the balloon) until the radial artery where he tried to catch it with a lasso but it didn't work. The patient was sent to surgery. During the pci, the patient developed a type 1 dissection from a small vessel of the lad due to a perforation of the pt graphix guidewire. The patient died one day post procedure. The physician stated that the balloon detachment requiring surgery did not cause or contribute to the patient's death.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. The mid-shaft was kinked 1 cm and 2 cm proximally from the guidewire exit notch. There was approximately 1.5mm of the balloon waist remaining on the distal outer as well as a detachment at the bi-component weld between the proximal and distal inner. The detached portion of the catheter was not returned with the device and therefore was unable to be determined if elongation occurred on the detached portion prior to breakage. There was no evidence of any manufacturing or design deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).